Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) in four years due to early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. 694265 lead, implanted: (B)(6) 2002. (B)(4).